Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A review of the device history records shows this device was released meeting all manufacturing specifications. A triage of the unit indicated that the reported condition was confirmed. The battery was worn out and replaced. The feeding rate was as according to the setting and the value was within the acceptable range. Based of the investigation no corrective and preventative action will be taken at this time.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding pump. The customer states after use for 2 hours, power suddenly shut off. A feeding error of 25% occurred. The feeding volume was 75ml and speed was 60 ml/h. The main formula was milk. The intended dose was 30 ml (speed 120/ml/hr), the delivered does was 46 ml. There was no patient harm and the patient did not require any medical intervention, and it is unknown if the pump displayed a feed error. The patient age 0 yo. Patient gender and weight not provided.